Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074438.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were discarded.